Manufacturer narrative:
The insulin pump was received with minor scratches on the lcd window, cracked casing near the display window corners, and a cracked reservoir tube lip. There were also missing segments/partial display issues due to a cracked zebra connector. (B)(4).

Event description:
The customer reported via phone call that his insulin pump's screen was bleary; words were running up the screen and the bottom word would be the top word. Additionally, icons could be seen behind the time display and the two icons at the top. The patient's blood glucose at the time of incident was 220 mg/dl. Troubleshooting was initiated for the partial display anomaly. The pump was neither bumped nor dropped. A self test was performed and when the pump went to a black screen a line could be seen in the screen before the test was completed. A new battery was inserted into the pump but the partial display persistered. The insulin pump was returned for analysis and a replacement pump was shipped to the customer.